Event description:
Malfunction: touch-screen froze during a procedure; footswitch stopped working. The nurse reported that the touch-screen froze during a pterygium case. The footswitch also stopped working during trouble shooting, and a system message displayed when the system was rebooted. The system was switched out and the case was completed using a stand alone bi-polar system. There was no pt injury.

Manufacturer narrative:
The company service rep examined the system and was able to replicate the system message. The touch-screen was unfrozen by loosening the display bucket. The footswitch was replaced. The system was retested and met all specs. The footswitch will be returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).